Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product complained of wound pain. Visual inspection of the wound noted it was red. Antibiotics were administered and the issue resolved. No surgical intervention was performed and the product remains in service. No addition adverse patient effects were reported.